Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl - left. Reason(s) for revision: component loosening - , pain, trauma** and infection (tested and positive culture confirmed). *****this patient has undergone a resurfacing to xl procedure - this is the 2nd of 2 revisions. Please see (B)(4) for the 1st of 2 revisions.***** cup implant date: (B)(6) 2004. Xl products implant date: (B)(6) 2008. All products revised: (B)(6) 2013** (B)(4). Update received: (B)(4) 2014 - amended revision date: **(B)(4) 2013 and further update query response received: (B)(4) 2014: advised which component became loose - rough loosening of the stem, added further reason for revision: periprosthetic femoral fracture left **(the hospital confirms that there was no evidence of an accident or other traumatic injuries) and pseudo tumor with state after mom-hip prothesis and added further detail of revision reason infection: periprosthetic infection of left hip (pre-operative evidence of staphylococcus epidermis).

Event description:
Asr revision; asr xl - left. Reason(s) for revision: component loosening - , pain, trauma** and infection (tested and positive culture confirmed). This patient has undergone a resurfacing to xl procedure - this is the 2nd of 2 revisions. Please see (B)(4) for the 1st of 2 revisions. Cup implant date: (B)(6) 2004. Xl products implant date: (B)(6) 2008. All products revised: (B)(4) 2013. (B)(4). Update received: (B)(4) 2014 - amended revision date: (B)(4) 2013 and further update query response received: (B)(4) 2014: advised which component became loose - rough loosening of the stem, added further reason for revision: -periprosthetic femoral fracture left **(the hospital confirms that there was no evidence of an accident or other traumatic injuries) and pseudo tumor with state after mom-hip prothesis and added further detail of revision reason infection: periprosthetic infection of left hip (pre-operative evidence of staphylococcus epidermis). Re-opened: (B)(4) 2014 - added periprosthetic femoral fracture left (the hospital confirms that there was no evidence of an accident or other traumatic injuries) to "complaint category - resulting patient harm" box as was previously forgotten to add to selection box and filled in mandatory fields.

Event description:
Asr revision; asr xl - left; reason(s) for revision: component loosening - , pain, trauma and infection (tested and positive culture confirmed). This patient has undergone a resurfacing to xl procedure - this is the 2nd of 2 revisions. (B)(4). Cup implant date: (B)(6) 2004 . Xl products implant date: (B)(6) 2008 . All products revised: (B)(6) 2013. (B)(6). Update received: (B)(4) 2014 - amended revision date: (B)(6) 2013 and further update query response received: (B)(4) 2014: advised which component became loose - rough loosening of the stem, added further reason for revision: periprosthetic femoral fracture left (the hospital confirms that there was no evidence of an accident or other traumatic injuries) and pseudo tumor with state after mom-hip prothesis and added further detail of revision reason infection: periprosthetic infection of left hip (pre-operative evidence of staphylococcus epidermis). Re-opened: (B)(4) 2014 - added periprosthetic femoral fracture left (the hospital confirms that there was no evidence of an accident or other traumatic injuries) to "complaint category - resulting patient harm" box as was previously forgotten to add to selection box and filled in mandatory fields. Re-opened: (B)(4) 2014 - closed action activity as sent 2nd information request and created (B)(4). Re-opened: (B)(4) 2014 - closed action activity as sent 3rd information request and attached unanswered query response doc to com - file handler advised he has requested this from the hospital and solicitors and will send patient demographics once they have been received. Update received: (B)(4) 2014 - attached patient demographics, added co-morbidities and added patient details: height, weight, date of birth, gender and age. Re-opened (B)(4) 2014 - attached unanswered query document as still awaiting translated documents of various documents.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision asr xl - left reason(s) for revision: component loosening - , pain, trauma and infection (tested and positive culture confirmed). This patient has undergone a resurfacing to xl procedure - this is the 2nd of 2 revisions. Please see (B)(4) for the 1st of 2 revisions. Cup implant date: (B)(6) 2004. Xl products implant date: (B)(6) 2008. All products revised: (B)(6) 2013. (B)(6). Update received: 15th january 2014 - amended revision date: (B)(6) 2013 and further update query response received: 16th january 2014: advised which component became loose - rough loosening of the stem, added further reason for revision: -periprosthetic femoral fracture left (the hospital confirms that there was no evidence of an accident or other traumatic injuries) and pseudo tumor with state after mom-hip prothesis and added further detail of revision reason infection: periprosthetic infection of left hip (pre-operative evidence of staphylococcus epidermis). Re-opened: (B)(6) 2014 - added periprosthetic femoral fracture left (the hospital confirms that there was no evidence of an accident or other traumatic injuries) to "complaint category - resulting patient harm" box as was previously forgotten to add to selection box and filled in mandatory fields. Re-opened: (B)(6) 2014 - closed action activity as sent 2nd information request and created 3rd action activity request. Re-opened: (B)(6) 2014 - closed action activity as sent 3rd information request and attached unanswered query response doc to com - file handler advised he has requested this from the hospital and solicitors and will send patient demographics once they have been received

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.